Event description:
The patient called for assistance in changing the cartridge on his insulin infusion device as he kept getting an e10 (cartridge error) error message. During troubleshooting, the patient was walked through the process of changing the cartridge but the piston rod would not return completely and the e10 message would display. This was tried again with the same results. The patient was advised to switch to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.